Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13156. Related manufacturer reference number: 2938836-2019-13157. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. Cause of death was suspected cardiac arrhythmia. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.